Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 apr 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, white particles in the shell, deformation, the weight the device within specification and was observed after autoclave: voids and cloudy color. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation was capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device was explanted.